Event description:
It was reported to boston scientific corporation that a banana peel sheath was used during a ureteroscopy procedure. According to the complainant, during preparation, outside the patient, the tip of the sheath was noted to be damaged and the guidewire could not be inserted. The physician completed the procedure with a different device. The condition of the patient following the event was reported as "good".

Event description:
It was reported to boston scientific corporation that a banana peel sheath was used during a ureteroscopy procedure. According to the complainant, during preparation, outside the patient, the tip of the sheath was noted to be damaged and the guidewire could not be inserted. The physician completed the procedure with a different device. The condition of the patient following the event was reported as "good".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the tip of the sheath was deformed and crushed. A guidewire was not able to be inserted into the distal tip of the sheath. It appears that during shipping or storage, the tip of the device became damaged due to having something laid on it or how it interacted with the pouch. Therefore the most probable root cause is handling damage.